Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position (off-label). During the procedure, two devices were implanted and a single leaflet device attachment (slda) occurred post-procedure. Throughout the procedure, imaging was very challenging with the first implant from anterior to septal. As there was tension on the system, several attempts to grab the leaflet was performed. Ultimately, the cardiologist released the device and the tricuspid regurgitation (tr) grade was reduced from 4+ to 1+. On pod 1, a transthoracic echocardiogram (tte) was performed, and an increased tricuspid insufficiency was found. This increase was confirmed by follow-up transesophageal echocardiography (tee) on pod 3 and an slda at p1 was observed. The second implant from the p1 segment to septal-leaflet was where the slda occurred. No further intervention was planned as the risk of a similar outcome is very high. As a result, the current tr grade has increased to severe. The patient appears stable with no report of patient harm or injury.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The device remains implanted at the time of this event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text : the device remains implanted.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). H10: a supplemental MDR is submitted based on corrected data and the manufacturer's device evaluation. The post-procedural single leaflet device attachment (slda) resulted in a suboptimal therapeutic outcome/ineffective procedure and is likely to require medical or surgical intervention (recurrent regurgitation). The presence of an slda, as described in the complaint event, was confirmed through imaging evaluation. Potential contributing factors to the sldas are procedural-related issues, including inadequate leaflet grasping, missing necessary maneuvers, misinterpretation, and imaging issues, including no recordings of the leaflet grasping clip, improper presets, and inaccurate view planes based on the image evaluation. No manufacturing non-conformances were confirmed to be related or contributed to the complaint event. Therefore, no IFU/training deficiencies were identified, and no corrective/preventative actions were required.